Event description:
It was reported that the rigid video laparoscope experienced an upside-down image and a loss of image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was partially confirmed. Olympus was not able to confirm the customer failures, "image is upside down; no image anymore," however, the customer failure "black spot in the image" was confirmed. Based on the investigation results, it is likely that the following caused the malfunction: the charged couple unit was broken, resulting in shadows in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.